Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 34 months after the implantation the patient presented to the hospital with pain. A few days before a follow-up was performed abroad, where the therapies were switched off due to inappropriate shocks. Furthermore, oversensing and high impedance >2000 ohms were noted. The patient was hospitalized. There is no information about action taken.

Manufacturer narrative:
On 11/14/17 - we were notified this rv lead was explanted on (B)(6) 2017. Upon receipt, the solia jt was found cut approx. 5 cm distal to the is-1 connector pin. All fragments were received for analysis. The suture sleeve was missing. The visual inspection revealed a damaged insulation 42 cm distal to the is-1 connector pin which most likely resulted from a surgical tool used during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Subsequently the linox smart t was analysed. The lead was found cut approx. 11 cm distal to the is-1 connector pin. An approx. 4 cm segment of insulation body was put on the proximal end of the distal lead fragment. The suture sleeve was returned separately. Multiple signs of wear along the lead fragments were noted. In particular between the df-1 connector and the yoke the conductor cable to the shock coil was found fractured. This damage can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. In the course of the electrical analysis, the fracture of the conductor cable to the shock coil was measured. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.